Event description:
It was reported that, the user experienced hyperglycemia with a meter reading of ¿high¿ after multiple infusion site changes. The most recent teflon 23" inset had been applied shortly before the event, and there had been previously reported issues with bent cannulas. Subsequent monitoring demonstrated a downward glucose trend, with a reported value of 197 mg/dl. Symptoms included hyperglycemia. No alerts or alarms were reported. There was no hospitalization associated with the event. Investigation activities included troubleshooting and education provided by customer care, along with follow-up regarding glucose trends. The investigation revealed no confirmed device malfunction and no identified component failure. Based on previously established findings for similar reports, the cause of the event was determined to be undetermined. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.